Manufacturer narrative:
Customer sample was not available for testing at immucor. Images of test wells remotely checked by immucor technical support to confirm that screening wells appear unexpectedly negative. Customer performed tube testing and identified anti-k (2+ reactions with k+ donors). Cannot rule out igm class of anti-k antibody.

Event description:
A customer reported obtaining unexpected negative reactivity with capture-r ready-screen (3) (lot number r341).